Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the pt programmer. The pt noted that they fully recharged 2 weeks ago and stopped feeling stimulation yesterday. When the pt was charging, they saw 4 efficiency boxes were shaded. It was reported that when the pt first got the device, the charge would last for 4 to 6 weeks. Now they were recharging more than expected. They did not increase the device settings and did not use the therapy 24 hours a day. The pt also could not make adjustments to the device with the pt programmer and had a "poor communication" screen (with and without the antenna attached). Add'l info was requested.

Manufacturer narrative:
(B)(4).